Event description:
No additional information.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. Please note it is possible the fm/¿sticky gel substance¿ observed in the syringe is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb contained foreign matter. The following information was provided by the initial reporter: "sterile tb syringe appears used and contains a sticky substance inside." Facility contact: (B)(6). Department: materials management phone number:(B)(6). Email: (B)(6). Product catalog number: 309623 product description: syringe 1ml 27ga 1/2in tuberculin slip tip sterile latex free disposable regular origin of the issue: cardiovascular detail: sterile tb syringe appears used and contains a sticky substance inside number of occurrences: 1.0 sample available: no. Lot number: 3200782.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.